Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (system speaker hums) was confirmed. Upon investigation the monitor would not power on properly. The cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
An account coordinator contacted zoll customer support to report that a patient service representative reported issues with a monitor when trying to fit a (B)(6) male patient. The psr reported that the monitor was making a high pitched noise. The patient was issued a replacement monitor.